Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed a fracture on its distal length. Evaluation revealed signs of torquing at the fractured location. If the cat7 is torqued unrestrained against resistance during advancement, damage such as a fracture may occur. Further evaluation of the cat7 revealed multiple kinks along its length, and the distal fractured segment was bent. This damage was incidental to the complaint and may have occurred post procedure or during packaging for return. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), and a non-penumbra sheath. The sheath was advanced up and over the bifurcation to the target location and thrombectomy was performed using the cat7. Upon torquing the cat7, the physician observed that the distal end of the cat7 was not rotating under fluoroscopy. The sheath containing the fractured portion of the cat7 was removed from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.